Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their #4 tooth filling is cracking, their dentist said that this is due to their bite, missing upper tooth was compromised due to their bite alignment and that this is could be from the aligner treatment. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.